Event description:
It was reported that a spectrum pump wireless module had a fluid intrusion. It was also reported there was no pt injury.

Manufacturer narrative:
MFR ref no.: (B)(4). Baxter rec'd and evaluated the device. The device was found out of spec in relation to the fluid intrusion which was confirmed but not reproduced. The device was found to have corrosion on the radio printed circuit board (pcb) as a result of fluid intrusion, which caused the component to fail. The device was removed from service as it was determined to be irreparable due to the (B)(6) address being assigned as the product serial number.